Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection approximately eight months post implant. No allegations against the implanted products and no return of any explanted product is expected. The patient was reported in good condition and another system is to be implanted in the future.